Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the pre discharge check, one day post implant, it was noted that the right ventricular (rv) lead exhibited elevated thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.